Manufacturer narrative:
(B)(4). Concomitant product(s): all poly patella item # 00597206535 lot # 60973381; articular surface item # 00595203012 lot # 60967427; femoral component precoat item # 00595001502 lot # 60870409. A picture of the device was provided and examination determined that there is blood and foreign material on both superior and inferior side of the tibial component. There was less cement observed on the inferior side of the tibial plate. Surgical notes were not provided. Radiographic imaging confirms loosening of the tibial component. The tibial tray currently exhibits various malalignment; however, it is unknown if there has been migration/subsidence since the surgical implantation. Bone quality appears osteopenic. Root cause cannot be determined. Device history record was reviewed and no discrepancies relevant to the reported event were found. This event was initially reported under 0001822565-2018-03103. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Hospital discarded as biohazard.

Event description:
It was reported the patient underwent a right knee revision due to tibia component loosening.